Event description:
New information notes the lead was explanted. The physician suspects clavicular crush.

Event description:
It was reported that oversensing was observed. Lead damage is suspected. No consequences to the patient have been reported. Lead revision has been scheduled.

Manufacturer narrative:
No medwatch form was received.